Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after feeling pressure in their chest. Upon interrogation, several mode switch episodes and far field r wave oversensing was observed. During a threshold test, the patient reported feeling some discomfort that was similar to the chest pressure symptoms. Programming changes were made and the physician will continue to monitor the patient. There were no allegations made by the patient or physician that the device caused any symptoms.